Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a nurse was unable to load a screw onto the driver at the scrub station. The thread of the distal tip of the driver was noted to be worn. A new driver was obtained, but the screw was still not able to be loaded as it was worn from the initial attempt. A new screw and new driver were utilized with no further issues. A surgical delay of four (4) minutes was reported. This report is 1 of 1 for (B)(4).